Event description:
It was reported patient experienced multiple seizures. The patient was admitted to the hospital. Patient's status was undetermined. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4)